Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench), and the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer was subsequently provided with a replacement device. Physio-control further evaluated the device and the cause of the reported issue was determined to be due to an open fuse, designator f1, on the analog pcb assembly, which prevented the device from powering on. The device was destructively tested by physio-control.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench), and the device would not power on. There was no patient use associated with the reported event.